Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a history of emergency backup battery (ebb) alarms that resolved with controller self-test. On (B)(6) 2021 the patient had ebb faults and "replace ebb" alarms. The alarms did not resolve with self-test this time. This resulted in a controller exchange being performed in clinic. It was additionally reported on (B)(6) 2021 that the ebb had been changed prior to controller exchange. The controller exchange reportedly resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the submitted log file; however, the alarms were not reproduced during testing of the returned heartmate 3 system controller (B)(6) the log file contained approximately 3 days of data (07nov2021 ¿ 10nov2021 per the timestamp). Backup battery fault alarms activated on 09nov2021 from 15:47:07 to 15:57:47, from 16:02:14 to 16:06:46 and from 16:07:13 to 16:07:14 and on 10nov2021 from 7:55:18 to 10:15:21 (last event of the log file) due to load test failures. The first and second instances of the alarm cleared due to an additional load test being performed, which failed and resulted in the next instance of the alarm activating. The third instance of the alarm cleared due to an additional load test being performed and the backup battery passing the load test. The fourth instance of the alarm did not clear throughout the remainder of the log file. The load tests failed each time due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected on 10nov2021 at 10:13:44 to exchange the system controller. The reported alarms did not affect the controller¿s ability to support the pump at the set speed. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault and power cable disconnect alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C, section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use, rev. C, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. C, section 6, entitled ¿caring for equipment¿, explain how to properly care for the system controller. The heartmate 3 patient handbook, rev. C, cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.